Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the truespan 24 degree plga device first implant did not deploy correctly. At the moment when the trigger clicks the implant was not fully deployed from the needle. There were no reports of delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it in used condition with the first plate completely deployed and the second plate still inside of the plastic sleeve and the applier needle. Additionally, the sleeve was cracked at distal end, and the device had foreign matter, presumably biological matter. The red trigger was found in a normal shape. No other anomalies were noted. Functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, where the red trigger was fully squeezed and the second plate was successfully deployed. No obstruction nor difficulties while deploying were identified. Furthermore, it was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition is traced to abrupt movements while the needle was inserted, that could have caused damage on the component surface. In addition, for the first plate condition, it is possible that the red trigger could not be completely squeezed while the device was being manipulated for the second deployment. As per IFU, 1) locate the intended position of the second implant, which should be approximately 6 mm to 9 mm from the first implant. Penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. 2) at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities there was no non-conformance regarding this lot.